Manufacturer narrative:
The complete lead was received for investigation. The reported event of unacceptable threshold was not confirmed. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. X-ray inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Event description:
It was reported that acceptable threshold measurements were unable to be obtained. The lead was replaced and the patient was in stable condition. Additional information was requested but is not available.

Event description:
Additional information was received indicating the event occurred during implant.